Manufacturer narrative:
Insulin pump received with minor broken reservoir tube lip and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment was cracked. The customer¿s blood glucose level was 133 mg/dl at the time of incident. The insulin pump will be returned for analysis.